Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose results were 283mg/dl,180mg/dl. Tests were done < 10 minutes apart with a difference of 39%. Patient did not experience any adverse events. No further information has been reported.